Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model.

Event description:
The patient reported that they were implanted with a defective lead. During the explant "vegetation" was found around the lead. The lead was removed and replaced. No patient complications were reported as a result of this event.